Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 ipg, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient's atrial lead was undersensing. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Event description:
It was also reported that the patient experienced chest pain, tightness, and palpitations.